Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced multiple system faults occurring during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system faults occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Corrections made to device observation and patient coding.

Event description:
Boston scientific received information that during the implant procedure the device went into safety core after the use of electrocautery. It was reported that the patient lost telemetry and pacing for an unspecified amount of time. The patient also received an inappropriate shock due to noise despite being programmed to electrocautery protection. Due to the device being in safety core, this device was removed and a new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
--